Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pregnancy with contraceptive device ('pregnancy with complication') and abortion spontaneous ('stillbirth / miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b / w periods)"), vaginal infection ("vaginal infection") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity, allergy to metals, menorrhagia, metrorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, fallopian tube perforation, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), hypersensitivity, nickel allergy, fallopian tubes perforation, vaginal infection and dental problems. Previously reported essure insertion date : (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received: previously reported event of "injury" was updated to "pelvic pain". New events added - ''fallopian tube perforation, pregnancy with complication, stillbirth / miscarriage, device ineffective, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b / w periods), hypersensitivity, nickel allergy, vaginal infection, dental problems and she did not underwent essure confirmation test". Reporter information was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation of the left essure device through the cornua into the abdomen') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device ("pergnancy with complication"). The patient was treated with surgery (hysteroscopy and novasure ablation on (B)(6) 2014 and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and tooth disorder outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, hypersensitivity, allergy to metals, intermenstrual bleeding and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, fallopian tube perforation, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hypersensitivity, nickel allergy, fallopian tubes perforation, vaginal infection and dental problems. Previously reported essure insertion date : (B)(6) 2013 five coils seen trailing from the right tubal ostia and 2 coils seen trailing from the left tubal ostia lot number: a61941. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:fallopian tube perforation . Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient details, lot number added. Rcc updated. Ablation surgery added for event heavy menstrual bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation of the left essure device through the cornua into the abdomen') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device ("pergnancy with complication"). The patient was treated with surgery (hysteroscopy and novasure ablation on (B)(6) 2014 and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and tooth disorder outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, hypersensitivity, allergy to metals, intermenstrual bleeding and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, fallopian tube perforation, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hypersensitivity, nickel allergy, fallopian tubes perforation, vaginal infection and dental problems. Previously reported essure insertion date : (B)(6) 2013. Five coils seen trailing from the right tubal ostia and 2 coils seen trailing from the left tubal ostia. Lot number: a61941 manufacturing date: 2012-10, expiration date: 2015-10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.